Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No further information was available.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave over-sensing via home monitoring. The patient was brought into clinic on (B)(6) 2024 and the patient's device was reprogrammed. The patient was asymptomatic as a result of the event.